Manufacturer narrative:
Philips service replaced the cmos battery, and the system booted normally. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a disk boot failure occurred, and the cmos battery was replaced, restoring the system on an allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.